Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The reported symptom 'constant air in line alarm' was confirmed through the event history log but not reproduced during evaluation. Evaluation revealed damaged ultrasonic tail pins. The ultrasonic sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a constant air in line alarm during preventive maintenance in the biomed service department. There was no patient involvement. No additional information is available.